Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of rewh0425 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the pt experienced dizziness, shortness of breath, and "feeling strange." Skin color appeared purple and dusky. Symptoms lasted about 3 mins.